Event description:
On (B)(6) 2007, I underwent a revision left total hip arthroplasty. I received a 66 mm sector cup from pinnacle from depuy with apex hole eliminator and a 44 mm metal acetabular liner with +8.5 44 mm femoral ball. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and difficulty with my left thigh and left hip area. I also feel extreme discomfort when standing, walking, or sitting for periods of time. Diagnosis or reason for use: infected, unstable right total hip arthroplasty.